Manufacturer narrative:
According to the customer, the cuff is "too large and rigid for safe use in infants". It was reported that the "cuff is too large and positioning the entire cuff below the cords risks unintended endobronchial intubation". The customer reported they were unable to remove ett which caused the patient to be admitted to the ICU. A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Unable to remove tube, leading to ICU admission.